Manufacturer narrative:
Based on device history record review, no abnormality was observed during the production of the affected batch. Based on the returned sample, red, blood-like fm was observed in the fluid path ¿ cannula, catheter tubing, internal surface of the needle hub and catheter adapter, as well as in the vent plug, which is not a fluid path. Based on the appearance of the fm, it was most likely blood. As the fm was only present in the fluid path, it was most likely the blood stains after the sample was used. The fm in the vent plug was most likely the dried off blood from the needle hub which detached and transferred to the vent plug. The cannula tip also appeared to be slightly blunt, which was likely due to the needle was penetrated through the patient¿s skin. The fm was highly unlikely to be introduced during the production, due to fm introduced during production will be on the outer surface of the product, which was not observed in this case. Hence, this defect most likely happened outside of the tuas manufacturing facility. As current control, there is outgoing inspection and hourly in-process inspection in place to check for foreign matter. There is also a 4-hourly housekeeping in place per mfg-008/bc to clean all the machine mechanisms in direct contact with products with alcohol (70% ipa).

Event description:
When healthcare worker opened cannula in front of patient, she found cannula was contaminated with blood or something else

Event description:
It was reported that bd insyte-w winged yel 24ga x 0.75in was contaminated with foreign matter. The following information was provided by the initial reporter; when healthcare worker opened cannula in front of patient, she found cannula was contaminated with blood or something else.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.